Manufacturer narrative:
(B)(5). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer¿s blood glucose level at time of incident was 435 mg/dl and 255 mg/dl. Insulin pump did not allowing to calibrate and after giving 12 units of bolus. Customer would like to stop and contact their health care professional. Customer declined troubleshooting and was able to transition to auto mode. The insulin pump will not be returned for analysis.